Event description:
The following was reported by the customer's sales representative ((B)(6)) as indicated by the customer: the patient had a pleurx catheter placed a few years ago on her right side and she really likes the product.  The catheter in question now was on her left side. The patient also had a peritoneal catheter that was not pleurx.  It was the cook catheter that the facility's interventional radiology department places. The sales rep indicated he believed there was so much pressure in the patient's abdomen, that it was causing an issue in the pleural space. The patient has not been able to get fluid out of the abdomen for 4 days.  This pleurx catheter in question was placed on (B)(6) 2014.  The cuff did not incorporate and md anderson became concerned that something was wrong with the cuff. The catheter was removed on (B)(6) 2014 and is available for analysis. The area around the cuff seemed fine with a little redness but the cuff was not incorporated. There was no patient injury involved with the pleurx catheter in question. On (B)(6) 2014, the sales representative clarified that what was meant by "did not incorporate" is that tissue failed to have ingrowth into the cuff. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information: the lot number involved is unknown. The patient has malignant metastatic breast cancer. The patient was receiving radiation therapy as part of their treatment regime. There has been no previous attempt at pleurodesis. The customer indicated that the cuff was zero centimeters from the skin incision. There were no visible adhesions to the cuff. The catheter was also used for management of tpa (tissue plasminogen activator) on (B)(6) 2014 as the patient experienced a clogged catheter. On both days, leaking was noted on the dressing pad. The patient did not drain for 2-3 days with increased shortness of breath prior to being administered the tpa. The patient developed a hydropneumothorax and had another catheter placed on (B)(6) 2014. The customer indicated the patient is in stable condition and the new cuff is functioning properly.

Manufacturer narrative:
(B)(4). Investigation results: one (1) sample consisting of a pleurx catheter, product catalog code 50-7000b (no lot information), was received for evaluation. Dimensional and functional testing of the received complaint sample did not reveal any manufacturing defect that could lead to the reported issue. No manufacturing defect was found on the catheter cuff material, its manufacture to the catheter tubing material or any other component of the catheter assembly that could lead to the reported failure mode. The investigation was unable to confirm any issue with the sample. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. It was noted that all pleurx catheter assemblies are visually inspected prior to placement in the shipping case. Any defective units will be culled from the manufacturing process and either reworked or discarded prior to packaging. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, a definitive root cause could not be determined for the reported issue. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. Although the investigation was unable to confirm any manufacturing defect and a definitive root cause could not be determined, the manufacturing plant will continue to monitor this issue to identify the need for any further actions.